Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter stated that there was an unidentified issue with the suspend function of the pump. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a suspend issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings:a review of the black box and pump histories indicated that the data for the event date was overwritten due to continued pump use. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no self-suspends occurring. The keypad buttons were tested and no hypersensitivity was observed. The pump was manually suspended and manually resumed with no issues. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.